Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during at coronary bypass, the time of vascular anastomosis in coronary artery bypass, when the needle was inserted into the coronary artery, it broke off from the center of the needle. At the removal stage of the needle, it got bent or folded and broken. It was noted that this was the first time that the needle broke off at the time of insertion. The procedure was completed with another device. The surgical time was extended by less than 30 min. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the opened samples noted two needles and two partial sutures. Microscopic inspection of both needles noted instrument marks suggesting clinical handling. One of the needle was received broken in the middle section. Further microscopic inspection noted instrument marks in both sides of the break site. As no sealed samples were returned, a bend moment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.